Event description:
Information received by medtronic indicated that customer had a low blood glucose and subsequent hospitalization. Hospital staff called and reported there was a crack on the pump. Troubleshooting was declined by customer. The customer will continue to use the device. Product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.